Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch due to a high out of range pacing impedance measurement of greater than 2000 ohms. Oversensing of noise causing pacing inhibition was also observed on the rv channel causing the physician to believe the rv lead may be fractured. For now, the rv lead was reprogrammed and remains in service. No adverse patient effects were reported.